Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the electronic patient gas system (epgs) would not calibrate due to the blender stepper motor/encoder not rotating through its full range and a "knob adjust only" error occurring. Because of this, the calibration could not be initiated. A lab use stepper motor/encoder was temporarily used and the epgs operated as designed. The service repair technician (srt) verified the oxygen knob could not rotate through its full range. Srt replaced the stepper motor.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) replaced the electronic patient gas system (epgs). The unit operates to the manufacturer's specifications. Per supplier evaluation, there was no output signal on either the a or b channels of the defective part. The disk gap is set to 22.6 mil which is within gap specifications. After the gap inspection was complete, the encoder module was removed for additional evaluation and it was found that the light emitting diode (led) light output is abnormally low. Low led output, in this case measure 0.03 mw (typical is over one mw). Low led output is typical of sensors that have experienced some form of electrical overstress, such as reverse polarity, overvoltage, or an electrostatic discharge (esd) event. The supplier is unable to determine exactly when the event occurred, only that the led die has been damaged. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the fsr, he checked the hose connections and no gas leaks were heard. Calibration was attempted a second time but was unsuccessful.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the electronic patient gas system (epgs) would not calibrate. There was no patient involvement.